Manufacturer narrative:
The investigation into the hemolysis that prompted pump explant and the subsequent limb ischemia has concluded. The hemolysis cause was not determined as the pump was not returned for benchtop analysis and hemolysis testing. The cause of the limb ischemia is due to patient condition. The clot developed due to the patient being off of heparin for the underlying bleed from the gastrointestinal tract. The failure modes will be monitored and trended.

Event description:
The us complainant had an impella 5.5 support ongoing when on day 38 of support the team observed signs of hemolysis and pump in aorta positional alarms. This prompted the team to explant and replace the pump. The team observed the loss of the upper limb pulse due to presumed clot embolization from the impella. The team observed clot adhered to the pump at the surgical explant. The team had vascular surgery intervene to the limb.

Event description:
It was also reported that during support, there was a leaking purge sidearm. The purge solution was running sodium bicarbonate at the time. Retainer was in use.

Manufacturer narrative:
The investigation that included that positioning issues and the purge sidearm leak has been completed. The cause of the positioning issue was most likely a false position in aorta alarm due to patient condition since the pump position was confirmed under echo. The cause of the purge sidearm leak was not determined since product was not returned. Patient was on sodium bicarbonate. The cause of the limb ischemia was most likely a clot noted in cannula due to patient being off heparin several days earlier due to gi bleed. The cause of the hemolysis was not determined since product was not returned. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.